Event description:
It has been reported to philips that the shutter did not work. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutter does not work. Review of the system log file shows collimator shutter hardware or mechanic's defect. Upon troubleshooting action, field service engineer (fse) found that the issue with the y shutter. The fse replaced the collimator, made the necessary adjustments. After replacement of collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.